Manufacturer narrative:
The event was reported to have occurred on an unspecified date in (B)(6)2020 a "week and a half ago". The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis which was manifested by stomach pain and cloudy fluid. The cause was not reported. It was not reported if the patient was hospitalized for the event. The patient was treated with unspecified antibiotics (doses, routes and frequencies not reported ) for peritonitis. At the time of this report, patient outcome was not reported. It was reported that the patient was switched to manual pd treatment. No additional information is available.